Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the wrong sync server had been used for a newly activated device. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong sync server had been used for a newly activated device. A technical support specialist dialed into the station and checked the data sync debug log, then dialed into the server and checked the sync information. The station's last upload and last download showed the current date and time. Since the issue was related to batch picks/refills not dropping in pyxis logistics, inventory messages for that device were resent. An email was sent for customer verification. The system functioned as intended after the technical support specialist repaired the device. (B)(6).